Event description:
Reported issue: needle breakage during a suture with capio brand 0 blue monofilament polypropylene threads. A new thread was then used, and it got dislodged. The incident took place on (B)(6) 2022, in the or, causing a suture to be undone, to be resumed and thus to extend the intervention time. No clinical signs or symptoms; condition reported as fine.

Manufacturer narrative:
(B)(4). A visual functional dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74h1902897 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No additional documents were reviewed as part of this complaint investigation. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.